Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during laparoscopic surgery using a needle holder (cev538t5), the doctor discovered that one of the jaws broke and was lying on the intestine loop. It was reported that it was easy to find the broken part. The event led to an increase in surgery time of 20 minutes, to locate another device to finish the surgery. There was no consequence to the patient.

Manufacturer narrative:
The curved needle holder (cev538t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the needle holder verified the complaint reported by the customer as valid. The mobile jaw was broken. There was a corroded area at the breakage. The device was never returned to integra for servicing before this complaint. Root cause analysis: considering the date of manufacture and the absence of servicing, this issue was probably due to the wear of the device. The corroded area suggests that there was a crack before the breakage. The instructions for use (IFU) mentions "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired."

Event description:
N/a.